Event description:
Reporter complains of lower back problems, vertigo, hard and ruptured implants, and memory and hearing loss. She has two daughters, "both have been and still are -one too sick to be with us today"- one is with reporter today. Both have chronic fatigue, and "arthritis". Neither can work.